Event description:
Additional was received indicating the device was reprogrammed to resolve the event.

Event description:
During remote follow-up, far-field r wave oversensing leading to inappropriate episodes of automatic mode switch (ams) were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.